Event description:
Cautery device comes in a pack that is distributed by medline. When the pack was opened there is a hard plastic holster that holds the cautery pen, and when the pen was pulled from the holster it was noticed that the tip of the pen bent at a 90' angle. So not sure if it was bent in production or if it was shoved into the holster when the pack was put together.no patient affected; notice upon opening of the pack.